Event description:
A customer reported that after attempting to activate the freestyle libre 2 sensor with a freestyle libre reader, they obtained the "incompatible sensor" message. The customer reported that as they were unable to obtain readings to monitor glucose, they experienced a loss of consciousness, reportedly due to hyperglycemia. There was no information regarding treatment, other than a report of receiving andol (analgesic). It was additionally reported that the customer had experienced stroke, with no further details provided. The disease of diabetes itself is associated with an increased risk of stroke, and this risk is greater with prolonged uncontrolled diabetes. At this time there is no information to indicate that the reported issue caused or contributed to the customer's report of a stroke. Additionally, please note that the freestyle libre 2 and freestyle libre systems are not cross-compatible, and therefore the "incompatible sensor" message would be expected when trying to use them together. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after attempting to activate the freestyle libre 2 sensor with a freestyle libre reader, they obtained the "incompatible sensor" message. The customer reported that as they were unable to obtain readings to monitor glucose, they experienced a loss of consciousness, reportedly due to hyperglycemia. There was no information regarding treatment, other than a report of receiving andol (analgesic). It was additionally reported that the customer had experienced stroke, with no further details provided. The disease of diabetes itself is associated with an increased risk of stroke, and this risk is greater with prolonged uncontrolled diabetes. At this time there is no information to indicate that the reported issue caused or contributed to the customer's report of a stroke. Additionally, please note that the freestyle libre 2 and freestyle libre systems are not cross-compatible, and therefore the "incompatible sensor" message would be expected when trying to use them together. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.